Event description:
It was reported the connecting tube had a broken tab. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It is unknown when the issue was found and there is no known procedure information.

Manufacturer narrative:
Information inadvertently left out of the initial report. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The connecting tube was returned without the original packaging. It was verified that both lock levers were broken off. The broken portion was not returned for evaluation returned to olympus. Based on the results of the investigation, it is likely the event occurred as a result of due to external stress was applied to lock lever of the connecting tube, which led to breakage of the tube. Subsequently, the tube was unable to be connected. The user may have applied stress toward wrong direction which caused the external stress. A definitive root cause could not be determined. The event can be detected or prevented by following the instructions for use, which state: abnormality is detectable by performing the following inspection. 9. Preparation and inspection 1. Visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor the field performance of this device.